Event description:
It was reported that a clinical trial patient with a 25mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, four (4) months due to unknown reasons. The tavr procedure was performed with a 26mm edwards transcatheter heart valve. No additional details were provided.

Event description:
It was reported that a clinical trial patient with a 25mm pericardial aortic valve underwent a valve-in-valve procedure after an implant duration of eight (8) years, four (4) months due to unknown reasons. The tavr procedure was performed with a 26mm edwards transcatheter heart valve. An aortogram was performed which demonstrated no aortic insufficiency and excellent valve position. There were no complications noted. The patient was transferred to the cardiovascular care unit in stable condition. The patient was discharged home.

Manufacturer narrative:
Bioprosthetic tissue valves can deteriorate with time and eventually fail contributing to regurgitation and/or stenosis. Structural valve deterioration (svd) is the most common reason for bioprostheses explants and encompasses multiple failure modes, including calcification, non-calcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Alternatively, nonstructural dysfunction (nsvd) may also play a role in the development of valvular regurgitation and/or stenosis. In this case, minimal information regarding this valve-in-valve procedure was received and attempts to get additional information regarding the condition of the device, patient's medical history, or possible comorbidities have been made. The root cause of the event remains indeterminable. However, this event was most likely impacted by the progression of the patient¿s underlying valvular disease pathology with or without structural valve deterioration and/or nonstructural dysfunction. The subject device is not available for evaluation, as it remains implanted in the patient. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections prior to release for distribution. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. If new information becomes available, a supplemental report will be submitted.

Event description:
It was reported that a clinical trial patient with a 25mm pericardial aortic valve has been placed under consideration for a valve-in-valve procedure after an implant duration of eight (8) years, four (4) months due to unknown reasons. No additional details were provided.